Event description:
Customer reported being hospitalized with high blood glucose. Troubleshooting was perform except the high pressure test and the insulin pump passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.